Manufacturer narrative:
Correction - e1, e2. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation by the prophecy team, it was noted that the prophecy procedure does not affect the final impaction of the talar implant and the anterior-posterior position. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported infinity psi guides didn¿t fit intraoperatively. The tibial guide was issue. Fit on tibial shape psi, but when put on patient it didn¿t. When alignment guide was on x-ray showed joint indicator lines on medial side proximal than should¿ve been. Bone was cleared off and osteophytes that were supposed to be out of way. The talus implant when final impacting slid posteriorly several millimeters. It was drilled in proper position.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported infinity psi guides didn¿t fit intraoperatively. The tibial guide was issue. Fit on tibial shape psi, but when put on patient it didn¿t. When alignment guide was on x-ray showed joint indicator lines on medial side proximal than should¿ve been. Bone was cleared off and osteophytes that were supposed to be out of way. The talus implant when final impacting slid posteriorly several millimeters. It was drilled in proper position.